Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's daughter reported that she found the patient unconscious and dialed 911. The patient was rushed to the hospital by an ambulance, due to high blood sugar that was in the range of 1860mg/dl. The patient went into a diabetic coma. Patient was provided an insulin drip in ambulance and remained in the hospital until (B)(6) 2016. Patient's daughter indicated that the hyperglycemic event was due to sensor failure. At the time of contact, the patient had been released from the hospital with no further treatment and was in good condition. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.